Manufacturer narrative:
The report field event of unexpected reset was confirmed. The device was above eri upon received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. The cause of unexpected reset was caused by a power-on reset (por), which was suspected due to emi exposure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately reset to backup (bvvi) mode which deactivated defibrillation therapy. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Product returned date entered; d9.